Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of metal protruding from breakage at the a-rubber and foreign material in the air/water tube could not be identified. However, it¿s likely the cause of metal protruding from breakage at the a-rubber is related to handling by the user via physical stress applied to bending section. Also, it¿s likely the cause of foreign material in the air/water tube is related to improper reprocessing due to leakage occurring from the s-cover. The metal protruding from breakage at the a-rubber is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - inspection of the endoscope. -do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Foreign material in the air/water tube is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - inspection of the air-feeding function. - inspection of the objective lens cleaning function. - leakage testing of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: due to wear of scope cover packing, water tightness is lost; due to wear of forceps elevator lever, up/down knob cannot be locked securely; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to damage on bending tube, metal part is sticking out from breakage on on bending section cover or distal sheath rubber; air/water tube had a foreign objects; distal end cover has a dent; and adhesive on bending section cover or distal sheath rubber has a chip. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that, the evis exera iii colonovideoscope, had suspected perforation on the control panel. The issue was found during the reprocessing. The procedure was unknown. There were no reports of patient harm. The device was returned to olympus and the evaluation found that the air/water tube had a foreign material. This report is being submitted to capture the reportable malfunction found during evaluation.